Manufacturer narrative:
The reported condition of failed to alarm could not be confirmed or duplicated; therefore the assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "failed to alarm on battery date." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. Clarification received from customer on (B)(6), 2010: the device failed to audibly alarm.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.